Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation, the battery charger/modem was unable to recognize or charge a battery pack. There was liquid contamination on the battery board and the u13 8-bit cmos flash micro-controller on the bedside board was thermally damaged. The cause for the failure was isolated to the contaminated battery board and the damaged component. The root cause for the contamination was unable to be positively identified, but was likely due to an ingress of an unk liquid. The root cause for the defective component was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the battery charger was unable to charge a battery pack.